Event description:
A patient reported blood glucose results of "205 mg/dl, 220 mg/dl, and 95 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced for further troubleshooting of the meter.